Manufacturer narrative:
Product reference 4436962 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433734. Cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since december 2018. Investigation results: we did not receive the involved sample nor x-ray pictures taken after implantation to be able to perform a thorough investigation. However, we have performed a disconnection test a celsite access port from the same batch number. The disconnection force obtained is more than 4 times superior to the requirement of the iso 10555-6. These results conform to our specifications. Conclusion: the disconnection test results performed on a retention sample from the same batch are compliant with our specifications. The incident was discovered only 3 weeks after device implantation. These elements allow us to deduce that the catheter disconnection was probably due to incorrect catheter connection to the port during the implantation procedure by the physician. This is a known risk of the implantation of the access port. The complaint rate is low ((B)(4)). The IFU's specify how to connect the catheter to the accessport to avoid this type of incident and explain the risks of incorrect connection. No corrective action is envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"Three weeks after the patient was implanted at the infusion port, the patient reported subcutaneous pain and exosmosis after the infusion. After the doctor took out the infusion port, he found that the sleeve ring loosened, causing the catheter to detach from the medicine box. The cartridge and ring remain in place subcutaneously, but the catheter falls into the heart. Doctors use an arrest device to remove the detached catheter from the heart. The patient has recovered."